Event description:
It was reported that an unspecified number of bd alcohol swabs experienced no label or missing label information during use. The following information was provided by the initial reporter: material no. 326895, batch no. 0024539 consumer stated he is still finding swabs that get caught in foil packet and is also still having dry swabs. Also stated that the printing on the foil packet is somewhat dissolved.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2020-10-01. Investigation summaryl samples for this record, (B)(4), were returned with (B)(4). Customer returned (23) bd alcohol swabs (17 open, 6 sealed) all from line 1 with part of the shelf carton from lot # 0024539. Consumer stated he is still finding swabs that get caught in foil packet and is also still having dry swabs; also stated that the printing on the foil packet is somewhat dissolved. All open samples were examined and 5 out of 17 samples exhibited the swab pad caught in the swab packet. All sealed swabs were also examined and 5 out of 6 sealed samples exhibited a dry swab pad that was caught in the packet. Improper seals on the foil packet (due to the swab caught in the packaging) could lead to a leak that would result in the package print not being clear, as reported. A review of the device history record was completed for batch #0024539. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure (swab dry, swab caught in package) root-cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.¿

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd alcohol swabs experienced no label or missing label information during use. The following information was provided by the initial reporter: material no. 326895 batch no. 0024539. Consumer stated he is still finding swabs that get caught in foil packet and is also still having dry swabs. Also stated that the printing on the foil packet is somewhat dissolved.